Manufacturer narrative:
Sample has been requested but not received for evaluation. Should sample become available, a f/u report will be filed. Review of the complaint history indicates similar issues have been reported on this product line.

Event description:
The hospitals rep reported that the tubing was disconnecting from the luer lock. As a result, the pt lost 4cc of blood. According to the hospital's rep, no pt injury or medical intervention has been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available reporting pt's info.